Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope. There was possible intermittent t-wave oversensing noted on the right ventricular (rv) lead as well as a high threshold on the right atrial (ra) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.